Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer's site. The cse evaluated the instrument. The cse found the idler pulley was worn, causing the belt to move irregularly and as a result, caused poor reading by the barcode scanner. The cse replaced the input queue assembly and calibrated the instrument. The cause of the wrong sample ids being assigned to the wrong sample tubes is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
An advia centaur xp instrument skipped sample tubes in position b on multiple racks, causing wrong sample ids to be assigned to the wrong sample tubes. The instrument signaled "rack format" errors. The results were one position off. It is unclear if the initial results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the wrong sample ids being assigned to the wrong sample tubes.